Event description:
It was reported that the pacemaker (pm) exhibited premature battery depletion. During the procedure, while the set screw was retracted, no pacing was delivered. The physician explanted and replaced the pm. There were no patient consequences reported.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The reported events of no lv output and unspecified fitting issue could not be confirmed. Interrogation of the device revealed the device was at end of life (eol) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. An anomalous integrated circuit (ic) was found to be the root cause of the high current drain and premature battery depletion. Electrocautery marks were noted consistent with the explant procedure. Visual inspection of the septum, setscrews and contact springs did not reveal any anomaly that could contribute to the reported event.

Manufacturer narrative:
Correction: section h6 - the code "1371 - loose or intermittent connection" should have been added previously.